Event description:
The patient did not require any additional care after being discharged home nor did the patient undergo any additional surgery.

Manufacturer narrative:
(B)(4). Upon further review of the information received, the MDR was changed to a malfunction.

Event description:
It was reported that during a gastric cancer radical procedure, the surgeon used a circular device to do gastric-esophagus side by side anastomose and used conventional cutter to cut the gastric. No abnormal found during the procedure. However, within 24 hours the surgeon found leak on the anastomose and suggested to do second surgery. However, the patient elected not to undergo the second procedure and was discharged home.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. (B)(4): post op leak untreated response received: were there any issues with the device during the initial procedure? No. Was the instrument fired across or near an existing staple line or clip? Near. Which device was fired first, the cdh or the tlc? Cdh. Was a leak test performed during the initial procedure? No. What was the condition of the tissue the device was fired on? Regular. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher force when fired. Has the patient undergone radiation therapy or any chemotherapy? No. What is meant that the patient gave up and discharged? The patient gave up 2nd surgery and went home with leak.